Manufacturer narrative:
Customer's meter returned for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.0 inr. Donor 2 inr: 2.8 inr. Donor 1 hct: 45%. Donor 2 hct: 48%. Testing results: donor 1: retention meter with masterlot strips: 2.0 inr. Customer meter with masterlot strips: 2.0 inr. Donor 2: retention meter with masterlot strips: 2.8 inr. Customer meter with masterlot strips: 2.8 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. Error 8 was not displayed. The returned and the retention material meet the specifications. The customer used the same finger for both tests. Using the same finger can lead to the shortened clotting time observed by the customer. Per product labeling, for a second measurement a new puncture of a different finger is mandatory.

Manufacturer narrative:
(B)(4). The customer has discarded the test strips.

Event description:
The customer initially called about getting error 8 messages on coaguchek xs meter serial number (B)(4). The customer also complained of discrepant high inr results. The customer initially tested at 3:39 p.m. And the result was 6.6 inr. The customer pushed more blood from the same finger and re-tested on the meter at 3:41 p.m. With a result of 5.0 inr. The customer's therapeutic range is 2.5 ¿ 3.5 inr. The customer doctor advised her to hold her warfarin dose for 3 days. The customer had a result of 4.5 inr on (B)(6) 2018. No adverse event occurred. The customer is short of breath and weak; she is unable to stand on her feet too long. She has contacted her doctor. The customer is not anemic and does not have lupus. The customer has a high antibody count but does not know if she has antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer is not taking any new medications and has not had any diet changes. The customer has not been ill recently. The customer experiences normal bruising from being on warfarin; nothing requiring medication attention. The meter and test strips were requested for investigation however, the test strips have been discarded and will not be returned. Relevant retention test strips (lot 272163) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.